Event description:
Approx 30 minutes into the treatment, the pt complained of nausea and shortness of breath. Pt blood pressure was recorded at 116/66 and pulse at 107. Clinic staff noted pt to be gray in color, diaphoretic. There was no complaint of itching or feeling hot. Oxygen was administered at 5l via nasal cannula along with 200 cc saline. The pt was placed in the trendelenberg position and ems called. Ems noted pt's lung fields to be diminished but without wheezing. The pt's complaints were resolved in-center and the pt dialyzed on a cahp170 later the same day. This was the pt's first treatment with this dialyzer type; no reuse is practiced. Ace inhibitors are not prescribed for this pt. The pt has since been switched to the cahp170 dialyzer. The IFU's for priming the psn210 were followed by clinic staff.